Event description:
Related manufacturer reference number: 2017865-2023-19580. Related manufacturer reference number: 2017865-2023-19581. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination, it was noted that there was elevated capture threshold and decreased r-wave sensing on the right ventricular (rv) lead. After further assessment in clinic, it was confirmed that the rv lead and the right atrial (ra) lead were dislodged and pulled back. Upon examination of the pacemaker, it was noted that radio frequency interrogation was not possible due to telemetry lockout. The pacemaker was explanted and replaced while rv lead was repositioned in the ventricle on (B)(6) 2023. The patient was in stable condition throughout.